Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Some time post-op it was reported that the locking mechanism failed and two screws were broken. The patient underwent a revision surgery to have the screws and plate removed. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The plate was returned for evaluation. Macroscopic and optical examination confirms two sides of the anti-migration washer are broken. The washer fracture appears to be a fairly brittle fracture at the base of the locking cap, consistent with overload. The breakage of the two bone screws appear to have allowed additional movement of the screws, resulting in backout of the broken screws, placing additional load on the lock washers until subsequent breakage. A review of the device history records did not identify any applicable nonconformance to specification.